Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not reported at the time of the incident. The customer also reported that the insulin pump would completely shut off and not turn back on. Troubleshooting was declined. The insulin pump will not return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Insulin pump passed self test, a21 error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no unexpected battery power loss, failed battery test and blank display noted.